Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Pump is operating as designed. Instructed customer to change the site and use manual injections as per md protocol.